Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was stuck in the cap before use. The following information was provided by the initial reporter: "the catheter stuck in the cap."

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the sample and photographs provided. Bd received one used 20ga insyte autoguard IV catheter unit without packaging. The unit was received in two portions. The needle/hub assembly was fully retracted within the safety shield(barrel). Two photos were provided for this incident which displayed a 20ga insyte autoguard IV catheter unit which consisted of the protective needle cover with the catheter/adapter assembly inside. Through the visual/microscopic evaluation, the catheter/adapter was lodged within the needle cover and properly oriented with the tab to the narrow side of the needle cover. The reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. The alignment between the catheter and the needle cover had the correct orientation. The damage observed within the needle cover was a result of the catheter/adapter being lodged within the needle cover by some type of impact. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. DHR was not conducted because a lot number was not provided for this incident.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was stuck in the cap before use. The following information was provided by the initial reporter: "the catheter stuck in the cap".